Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) pull handle cover pops off, will not stay on. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) pull handle cover pops off, will not stay on. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the unit and observed the handle guide cracked and caused retractable handle to pull on cover. The fse replaced the handle guide and hardware. The unit passed all functional and safety tests per factory specifications and was returned to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.